Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - china h3: product analysis: part # 75496540; lot # 0739466w visual and optical inspection revealed the bone screw was returned damaged. The screw head threads have been damaged. It appears the threads of the screw have been damaged from the misalignment of the set screw during the attachment/threading process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar interver tebral fusion through the intervertebral foramen approach for lumbar disc herniation. It was reported that a legacy screw experienced a slippery thread malfunction. The procedure involved the use of a bone screw and a set screw, both of which were explanted due to the issue. There were no patient symptoms or complications reported as a result of this event. Additional information was received from the manufacturer representative that the set screw was worn. Set screw occurred slippery thread.